Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings lead to increased sensitivity to false air in line alarms. The failed upstream sensor was replaced.